Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the automatic lead diagnostics showed the maximum impedance increased to greater than 9999 ohms the week ending (B)(4) 2014. A lead warning was triggered on (B)(4) 2014 for a high count of open circuit/high impedances paces. The diagnostics also showed an elevated count of non-physiological sensing since the lead warning.

Event description:
It was reported that the patient experienced dizziness and anxiety and presented to the emergency room with heart rates "in the 50s." The right ventricular lead was possibly fractured; the outer insulation was said to have been damaged. The threshold was varying, the lead was undersensing r waves which led to pacing inhibition, and noise was noted on the electrogram. The lead was inactivated and will be explanted on a future date; a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5024m-52 lead, implanted: (B)(6) 1993. (B)(4).